Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc device. The customer experienced tremors, seizure, and was provided unspecified "spray" by parents. A healthcare professional additionally "added long carbohydrates" and provided unspecified treatment for diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on ios/fsl3 using a known good libre 3 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc device. The customer experienced tremors, seizure, and was provided unspecified "spray" by parents. A healthcare professional additionally "added long carbohydrates" and provided unspecified treatment for diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.